Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was defective. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by (B)(4) on january 1, 2018 revealed that the device was out of calibration. The carrier guide, right and left side plate and comb was all damaged. Repair of the skin graft mesher was performed by (B)(4) on january 15, 2018 which included replacement of the comb, right and left side plate, carrier guide, bearing, shoulder bolt, screws, and ball detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device was out of calibration and there were also numerous components found damaged. While it was confirmed that the device was defective, it is unknown from the information provided as to what issue the customer was experiencing when reporting the event. Therefore, the root cause of the device being defective cannot be specifically determined with the provided information. The issue was resolved with the replaced comb, right and left side plate, carrier guide, bearing, shoulder bolt, screws, and ball detents. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that there was a defective product. Initial inspection revealed that the comb was damaged.